Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. (B)(4).

Event description:
On (B)(6) 2013, the patient underwent the surgery with variax elbow. The surgeon confirmed x-ray, and he found that the screws were loosing. Therefore, the surgeon is monitoring the patient.

Manufacturer narrative:
Evaluation summary: the reported event that screws were loosening after a variax elbow surgery could be confirmed with the help of x-rays provided by the healthcare facility. A root cause analysis conducted by a subject matter expert team, based on the information contained in the complaint and the x-rays that were supplied, contains the following statement for this reported event: ¿screws not sufficiently locked/tightened during surgery. Selected screws too long¿ the instructions for use for non-active implants v15013/j were reviewed. The following statement related to the reported failure mode is included: intra-operative: [¿] after the procedure check the proper positioning of all implants using the image intensifier. [¿] implant selection and sizing: [¿] failure to use the proper component to maintain adequate blood supply and provide rigid fixation may result in loosening, bending, cracking or fracture of the device and/or bone. The correct implant size for a given patient can be determined by evaluating the patient¿s height, weight, functional demands and anatomy. Every implant must be used in the correct anatomic location, consistent with accepted standards of internal fixation.¿ a review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. No indications of any material, manufacturing or design related problems were determined during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
On (B)(6) 2013, the patient underwent the surgery with variax elbow. The surgeon confirmed x-ray, and he found that the screws were loosing. Therefore, the surgeon is monitoring the patient.